Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that nurse from the nasopharyngeal/chest tumor radiotherapy department was preparing to install an implantable intravenous drug delivery system for the patient. Upon pre-charging, she discovered a needle blockage, preventing the pre-filled fluid from passing through pipes, and she immediately discontinued it. There was unknown patient harm or adverse effects reported as a result of the event.